Event description:
It was reported that a st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. When the closure device was deployed in the laa there was st elevation noticed on the electrocardiogram (ECG). Subsequently, the patient's blood pressure decreased and their cardiac rhythm changed to ventricular fibrillation. Furthermore, the patient's rhythm converted to ventricular tachycardia spontaneously and amiodarone was given. No defibrillation was needed to correct the patient's rhythm and the closure device met release criteria and was released in the laa. After observation, the patient remained stable in normal sinus rhythm and neurological exam revealed no deficits. The patient remained stable and was discharged the following day.